Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator and transvenous defibrillation lead experienced inappropriate therapy due to oversensing. The physician noted noise on the egm's. Non invasive testing reproduced pacing inhibition 10-15 cm from the device pocket in the region of the 5th intercostal space. The patient received a heart transplant and both the ICD and lead were removed.